Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right atrial (ra) lead repositioning, the implantable pulse generator (ipg) set screw became disengaged from the ipg and could not be re-engaged. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.